Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the pump had gone empty a week ago from (B)(6) 2015. The patient was starting to have withdrawals and back pain. This was a gradual change in therapy/symptoms. A critical alarm was sounding from the pump. The patient had been trying to find a health care provider (hcp) locally to fill his pump for several months but no one would accept him as a patient. Since the pump had gone empty, his previous hcp offered to fill the pump with saline but would not refill it with drug. It was unknown why the hcp would not refill the patient with drug. The patient did not want to drive 10 hours to have the pump filled with saline, so they would have to have the pump explanted. The patient was getting good relief from the pump and was worried about losing the therapy. The indication for use was non-malignant pain. Steps taken to refill the pump/silence alarm and resolve the withdrawals and pain were unknown. The patient's outcome was unknown. The medication being delivered via the pump was dilaudid at a concentration of 10 mg/ml and a dose of 2.202 mg/day. The lot number was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient was in severe pain and withdrawal despite the po meds the patient was given was given from the physician. The patient stated they do not help his pain like the it pump meds do. The withdrawal and extreme pain comes and goes due to the po meds per the patient. The patient's pump was alarming every 15 min which was bothering him. The patient has still not been able to find a physician to manage his pump. The patient stated that on friday he drove for 10 hours only to get a call that the appointment was cancelled with the physician and another physician was not taking on the responsibility of managing the patient's pump. The patient was frustrated. The patient had a regular pump management physician for 2 years but since the patient moved no one wants to manage his pump. The patient had moved from toledo to knoxville and the physicians contacted to manage the patient's pump were refusing to treat the patient. On 8/21/15 a company representative stated that they had been trying to help this patient find a physician to fill his pump but so far had been unable to do so. The patient had been able to get some oral medications to help prevent withdrawal but now was out of those and of yet no other physician would fill the patient's pump. The patient may end up going to the ER (emergency room) if the symptoms get severe.

Event description:
Additional information received reported that the patient had moved and was trying to find a healthcare provider that would take over the management of the pump. The patient was put in contact with a local representative and healthcare providers in the area that managed pumps. However, the patient was unable to find a healthcare provider that would accept him and perform his refills. Therefore, his pump went empty and he went through withdrawal. At one point, a family physician had prescribed some oral medicines to treat the withdrawal. But that was only for a short period of time. It took a great deal of time and energy to find a healthcare provider that would accept the patient. The search was extended to about a 4hr radius of where the patient lived. Finally, a healthcare provider agreed to fill the pump. The reporter had not heard from the patient since the steps were put in motion